Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed visual inspection and found both sensors with cannula broken and the broken part found still in cannula tubing. Analysis was unable to confirm if the customer received the sensors in said condition due to customer returned the sensors opened and used.

Event description:
The customer reported via phone call that the sensor was not working. The customer reported that they found that the sensor cannula was bent. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.